Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred after the pump was connected to a power source. Customer's blood glucose level was 120 mg/dl. However, there was no patient involvement as the customer was using an alternate pump and was not using the tandem pump at the time of event. During troubleshooting with tandem technical support, the malfunction alarm was cleared.